Event description:
The affiliate stated the customer reported low quality control (qc) prostate-specific antigen (psa) result involving the access hybritech psa used in conjunction with the unicel dxi 800 access immunoassay system. The customer retested the reagent pack from the same lot and obtained another low result. No patient results were generated associated with this report. There was no patient consequence. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. This is report two of two referencing the event date noted.

Manufacturer narrative:
The field service engineer (fse) retested quality control (qc) and observed the reagent pack, from the lot in question, produced lower results. The fse obtained passing system check and high sensitivity test. The fse noticed a few higher values in the high sensitivity test and replaced the aspirate probes and aligned the height of the probes. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In-house testing of the returned reagent pack and analysis of archive data and trace files were performed. A definitive cause of the suppressed psa results from the particular reagent pack could not be determined. Beckman coulter continues to track and trend any event related to this issue. This medwatch report is related to MDR 2122870-2013-00726.